Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high undefined impedance, polarity switch, high thresholds, and a pacing failure. It was further noted that the ra lead fractured. The implantable pulse generator (ipg) was initially reprogrammed. During the ipg system changeout procedure, it was observed that the fractured ra lead got stuck near the front of the superior vena cava (svc) and was not resolved. An attempt was made to pull the ra lead using a stylet but it could not be" pushed or pulled". The ra lead was capped while the right ventricular (rv) lead and ipg were explanted and a new ipg system was implanted. No patient complications have been reported as a result of this event.